Manufacturer narrative:
(B)(4). Incident report #(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm the date of the event is an approximation. According to documentation received via the distributor with incident report number (B)(4)., the patient experienced a skin reaction characterized by itching, rash, redness, pimples, and dry skin across the entire patch area. On approximately (B)(6) 2025, the patient reported significant discomfort, stating they were unable to sleep due to pain and skin irritation. It was noted that medical or surgical treatment was required; however, no specific treatment details were provided. A photo included in the complaint record was reviewed and showed visible signs of edema, erythema, pustules, and blistering localized to the area covered by the sensor adhesive. Attempts to contact the reporter for additional information were unsuccessful, and no further details were documented. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). MFR # 3004753838-2025-261593 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. The initial complaint was received via a user report on 09/05/2025, indicating that the patient required medical or surgical treatment. However, during a follow-up on (B)(6) 2025, the parent clarified that the patient was not evaluated at a hospital or by a healthcare provider for the reported skin reaction. Instead, the condition was managed at home using over-the-counter locoid cream. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.